Manufacturer narrative:
Complete information for section a1 patient identifier is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 03r65, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number of k170317.

Event description:
The customer reported a falsely elevated alinity I free t4 result for three patients. The samples were repeated with lower results. The following data was provided: (B)(6) initial result = >64.35 repeat results = 34.9 and 22.6 pmol/l (B)(6) initial result = 31.7 repeat results = 17.1 and 14.7 pmol/l. (B)(6) initial result = 19.8 repeat results = 19.8, 34.1 and 18.3 pmol/l. Reference range: 9.0-19.0 pmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) reviewed the logs and observed sample probe issues. The customer replaced the alinity pipettor sample probe on the alinity I processing module, serial number (B)(6), to resolve the issue. The instrument service history review revealed one additional complaint ticket associated with discrepant/erratic alinity I free t4 results with the free t4 reagent currently under investigation. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending for the alinity pipettor probes did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) or the alinity pipettor probes was identified.

Event description:
The customer reported a falsely elevated alinity I free t4 result for three patients. The samples were repeated with lower results. The following data was provided: sid (B)(6), initial result = >64.35 repeat results = 34.9 and 22.6 pmol/l. Sid (B)(6), initial result = 31.7 repeat results = 17.1 and 14.7 pmol/l. Sid (B)(6), initial result = 19.8 repeat results = 19.8, 34.1 and 18.3 pmol/l. Reference range: 9.0-19.0 pmol/l no impact to patient management was reported.